Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited a message stating "cleared because invalid" when checking for atrial lead impedance and stored episodes. No device intervention was performed as all other device functions were normal. Patient was stable and will continue to be monitored.